Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D6a.- initial surgery took place in 2020. G2- australia. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient¿s articular surface was revised approximately five years post implantation due to instability. Patient presented to ortho complaining of mid flexion instability in her knee following total knee arthroplasty in 2020. Surgeon scheduled a revision for a poly exchange from an mc art surface to a uc art surface. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. The report will be submitted under MFR 3007963827.

Event description:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. The report will be submitted under MFR 3007963827.